Event description:
It was observed that during the device precontract inspection, the cystonephrofiberscope failed inspection due to having chemical damage on the insertion tube. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. However, a scheduled pre-contract inspection was conducted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure to follow instructions. The event can be detected/prevented by following the instructions for use which state: the use of non-OEM materials to repair an olympus device may affect the material compatibility of the device with certain reprocessing chemicals or methods. In the event that your device has been repaired by a non-olympus facility, contact the repair facility for instructions regarding material compatibility. Instructions provided in this manual regarding material compatibility are not valid for olympus devices repaired by a non-olympus facility. Olympus repairs devices to manufacturer¿s specifications using original equipment manufacturers (OEM) materials. The use of non-OEM materials to repair an olympus device may affect the material compatibility of the device with certain reprocessing chemicals or methods. In the event that your device has been repaired by a non-olympus facility, please contact that repair facility for instructions regarding material compatibility. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.